Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Per the physician, in the past, several patients¿ pumps had analysis findings of pump gear train anomalies with corrosion. No additional information was provided regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
(B)(4).